Event description:
The manufacturer received information regarding an inspiration elite nebulizer device. The patient alleges no medication was coming out of the device. The patient stated all parts were attached to the device and the filter was white in color. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The reported device serial number was 08111088119. This information was not found in our database. H3 other text : device not returned to the manufacturer.